Manufacturer narrative:
(B)(4). The reported field event of backup operation was confirmed in the laboratory. It is believed that the backup operation was caused by exposure to electrocautery during the surgical procedure. The reported false eri trip occurred due to transient low battery voltage which is caused by temporary high current drain as a result of high output mode. The reported loss of pacing is a known potential effect that is caused by electrocautery interference.

Event description:
It was reported that during the device change-out procedure for eri, there was no pacing once the device was out of the pocket. The device was quickly exchanged and implanted. There were no patient symptoms associated with the change-out and the patient was fine in the recovery room after surgery. Device interrogation was attempted after being explanted and it was noted that the device was found to be in backup vvi mode. Cautery exposure during the explant procedure was suspected.